Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via complaint submission tool that during a rotator cuff repair the doctor tries to pull through 4 sutures (2 in proximal kite, 2 in distal) a piece of the nose of the 4.75 healix advance knotless br broke off. They opened a new anchor to complete procedure with no surgical delay or patient consequence.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the doctor tries to pull through 4 sutures (2 in proximal kite, 2 in distal) a piece of the nose of the 4.75 healix advance knotlesss br broke off. The complaint device was received and evaluated. Visual observations confirm that the distal tip of the anchor was bent and broken. In addition, the device didn¿t present any evidence of debris. When observed the anchor under magnification, no structural anomalies could be noted. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. The complaint can be confirmed. The possible root cause for the reported failure can be associated when the doctor pull the sutures through the device as per event description indicates, perhaps applying an excessive force, as result the anchor was broken in the distal tip. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.